Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed via manual insulin injection. Customer reverted to an alternate method of insulin therapy.